Event description:
The patient reported via social media that the vns shocked her and led to a miscarriage. The patient could not be identified via searches of manufacturer records/ databases. No additional relevant information has been received to date.